Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues. The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home, he reported experiencing increasing fatigue for a period of three months, and as a result was admitted to the hospital. Waveforms and vent filter sample were submitted to the MFR for analysis. The hospital made a decision to exchange the lvad with another lvad.